Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented to the emergency room having been shocked numerous times relating to noise on the patient¿s right ventricular lead [sn: (B)(4)]; it was subsequently determined the patient¿s right ventricular lead had fractured. Further, the patient¿s right atrial lead [sn: (B)(4)] was causing some pocket stimulation. Both leads were explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported patient birthday as (B)(6) 2018 . The correct patient birthday is (B)(6)1947.